Manufacturer narrative:
The device has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. Each cartridge lot is subjected to a statistical sampling plan and must pass testing for force (occlusion and loss of prime), cracks, and foreign material prior to release for distribution.

Event description:
On (B)(6) 2018, the reporter contacted animas and alleged the patient experienced a blood glucose greater than 250mg/dl but less than 500mg/dl, with moderate ketones, and nausea, associated with an alleged loss of prime issue. Reportedly, the patient remained on the pump, and did not receive any treatment above and beyond the usual routine of diabetes care and management. During troubleshooting with customer technical support, it was revealed the cartridges were being inserted with cold insulin that was not stored at room temperature. The patient was educated on the loss of prime warning and cartridge use. The alleged loss of prime issue occurred two or more times with more than one cartridge. This complaint is being reported based on the allegation that the patient experienced hyperglycemia associated with use error of the cartridge.